Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital. The vivo 60 is not marketed in the USA, but this report is being submitted to the FDA since the vivo 50 in the us is similar model. Therefore, the vivo 50 product code nou, the vivo 50 510(k)#k123144, and the vivo 50 UDI #732182215005 have been used in this report.

Event description:
The patient was ventilated with a vivo 60. On (B)(6) 2017, the device stopped without warning and alarm while the user was transported to the hospital. The device was able to restart but after a short while it stopped again. Based on the information provided at this time, including investigation results indicating a use error, the reported event is considered reportable per 21 cfr part 803.3.